Manufacturer narrative:
(B)(4). The reported problem was verified. The cause of the problem was due to the broken door handle and worn out latch roller preventing the blue slide clamp from opening. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection, a review of the alarm log, functional testing, and a service history review were performed. Visual inspection identified that the door handle was broken (travels past the mechanical stop) and the door roller was worn. The review of the alarm log revealed occurrences of a downstream occlusion alarm. Functional testing was performed with no issues noted. A service history review revealed no previous service events that were related to the reported condition. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm during infusion. The reporter stated that the line was checked and appeared to be patent; however, the pump would not start the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.